Manufacturer narrative:
(B)(4). The customer's report of a tubing separation was confirmed. A crush mark was noted to the upper fitment. The cause of the tubing separation was not identified.

Event description:
Customer reported that IV immune globulin (70 gms in 700 ml rate set for 38 ml/hr) infused in less than 30 min. Upon further eval, it was noticed that the IV tubing was separated right above the top blue part (upper fitment) and IV fluids had pooled in basin at the center of IV pole. There was no apparent harm to the pt. Although requested, no additional info was provided.